Event description:
After use of the device for endoscopic saphenous vein harvesting, the user observed a large branch was cut from the vein, and after the vein was harvested the tunnel filled with blood. In accordance with the instructions for use of the device, the endoscopic incision was enlarged and a clip applied to achieve hemostasis. There were no adverse consequences to the patient reported.